Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was customer consumed carbohydrates, however, customer declined to provide additional information. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.